Event description:
This is a report about there is a leak found from the catheter hub during use.

Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample. Analysis of the sample showed leakage near the nose of the adapter. Split tubing was observed at the flaring site at the metal wedge. A scratch like mark on the tubing was observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. From the returned sample, split tubing was observed at the metal wedge flaring site, which caused leakage near the nose of adapter. The assembly process was reviewed, and it was suspected that the split tubing could be caused by a damaged metal wedge during the flaring process. During the flaring process, the deformed base of the metal wedge caused it to be seated improperly on the flaring pin and slanted. The misalignment between the metal wedge and catheter tubing could cause split tubing to occur. Additionally, for surface defect that looked like scratch marks, there was no abnormality found on the stripe location of the split tubing filled stripe, as the stripe location was centered. The tubing surface defect might be another possible effect of the split tubing, which caused the tubing to be weakened and split when flared onto the metal wedge during assembly. Based on the complaint history review, this is the first complaint reported for leakage due to split tubing for the reported lot. Therefore, this is most likely an isolated case. Current controls include an outgoing functional test in place to check for catheter adapter leakage. There is also an in-process visual inspection in place to check for catheter adapter damage which could cause leakage. Communication to production technicians was issued to monitor the occurrence of the split tubing and scratch mark defects. The complaint lot was manufactured before the action implementation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte vialon 24ga x 0.75in leaked this is a report about there is a leak found from the catheter hub during use.